Event description:
This senior medical surveillance specialist spoke with the pt/layperson on 4/7/09 regarding her previous month, allegation of obtaining error 2 while testing with her onetouch ultra meter followed by hospitalization. The pt could not duplicate the error message during troubleshooting with the customer care associate, cca. The pt does not recall if the test strips she was using at the time were damaged as reported to the cca. The pt reported the following to his specialist. Three to four weeks before (same day), the patient's meter prompted error 2 during testing rather than providing a blood glucose result. The error can be caused either by a used test strip or a problem with the meter. The pt continued taking her oral diabetes medication, metformin and glimniperide, although continuing to receive the error message. Some days later (date not recalled) the pt became dizzy and thirsty with blurry vision and pain in a foot. After two days of symptoms, the pt saw her physician who ordered blood work and then sent her home. Upon receiving, the lab report two days later, the physician called the pt, ordering her to go to the ER because her blood glucose had been over 500 mg/dl. The pt does not recall blood glucose results in the ER where she was treated with IV insulin and released seven hours later. Her diabetes medication remained the same. During this specialist's conversation with the pt, I learned that she was placing blood on top of the test strip rather than at the edge, causing her to have ER 2 and more recently ER 5 messages. Although the pt successfully obtained a blood glucose for this specialist, the meter will be replaced as goodwill. The pt did not allege harm. The complaint is reported due to the patient's symptoms that meet the criteria for serious injury and started after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The pt did not recall the event date or have the test strips to provide the lot number.